Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report she had been experiencing high blood glucose. Blood glucose reading was 453 mg/dl. Customer mentioned that she was waiting on approval for sensors. This delay has caused her to experience high and low blood glucose events as well as seizures. The customer declined troubleshooting for the high and low blood glucose events. Transferred customer for assistance with acquiring sensors. Nothing further reported.